Event description:
Customer reported the insulin pump alarmed button error. Customer¿s blood glucose was 58 mg/dl. Customer reported the device might have been exposed to moisture, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm was noted and the buttons functioned properly. Moisture damage was noted on the keypad traces. No moisture damage was noted on the electronics, motor, vibrator motor, or battery tube assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a missing end cap sticker.